Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the distal portion (part/component) dropped occurred by the damage of the cutting knife due to the following: due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. -the output setting for activation was too high -the electrosurgical unit was used in the coagulation mode. -the output activation time was too long. Spark discharge occurred, and the part of the cutting knife became hot instantly. As a result, the strength of the cutting knife decreased. During tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. The event can be detected and prevented by handling the device in accordance with the following instructions for use: "while in use, always confirm that there is no abnormality in the operating feel and that there is no abnormality in the high-frequency knife on the endoscopic image. If deformation or rupture of the incision knife is found during use, immediately stop energizing the knife, discontinue use, and pull the slider to retract the knife from the endoscope with the incision knife retracted. Use of an abnormal high-frequency knife may lead to perforation or major bleeding. The fallen incision knife should be retrieved using grasping forceps or the like. Do not set the output setting of the high-frequency ablation power supply higher or lower than necessary. Do not make the duration of the power supply longer or shorter than necessary. Excessive or inadequate energization may lead to perforation, major bleeding, mucous membrane damage, or burns to tissues not subject to incision. The output setting and energizing time should be set appropriately according to the condition of the tissue to be incised. In addition, use of high voltage waveforms increases the possibility of deformation or breakage of the incision knife. High voltage waveforms should be used only to the minimum extent necessary. -the strength of voltage for each waveform of the radiofrequency ablation power supply is as follows. Incision wave/soft coagulation wave < mixed wave < coagulation wave < spray coagulation wave*1 (apc mode, etc.) *1: spray coagulation cannot be used with this product. If the incision knife is energized while it is floating above the tissue to be incised without aspirating mucus or other liquid, or if the contact length between the tissue and the incision knife is short, electrical discharge is likely to occur, which may cause deformation or breakage of the incision knife. Do not use excessive force to remove tissue attached to the tip. If you try to remove adhered tissue by rubbing strongly with tweezers, etc., excessive load will be applied to the tip, which may cause deformation or rupture of the incision knife." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device evaluation that the tip of the surgical knife fell off. There was no patient involvement.